Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose level (bg) of "low" on cgm, needing settings adjustment. Customer consumed glucose tablets to address low bg. Tandem technical support advised the customer to consult their healthcare provider to review settings and make adjustments.